Manufacturer narrative:
The controller was returned to medtronic for analysis. Analysis revealed that the reported issue could not be confirmed. The returned controller tested within specifications and no failures were found. Evaluation codes that apply to this testing: fdm 10, fdr 213, fdc 67. The software investigation was unable to determine probable cause. The logs captured numerous "received unexpected first byte" errors followed by "coil noise" errors for tools. The system was not receiving proper first byte from the localizer to proceed further. Evaluation codes that apply to this testing: 10, 213, 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep and it was reported that they initially suspected registration issues but the comparison with additional stealth systems led them to suspect that there may be distortion of the imaging. The amount of inaccuracy that was noted was measured at 2cm.

Manufacturer narrative:
Patient information was unavailable. Concomitant medical products: product ID: 9735824, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the em controller was not performing correctly. Before replacement, a test navigation was done and while navigation was possible, the signal quality degraded at a distance from the emitter at an unacceptable level. It was replaced. The imaging system then passed the system checkout and was found to be fully functional. Software logs have been received by the manufacturer. However, analysis has not been completed. The controller has not been received by the manufacturer for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported that during the case, the electromagnetic (em) navigation stopped working and an error on the screen stated "localizer disconnected". Navigation was aborted and there was no delay. It was suspected that the em controller was causing the issue. The patient was scanned subsequent to surgery as the surgeon was concerned that the catheter tip was not optimally placed. The scan confirmed that the catheter was malpositioned so the patient was returned to theatre later that day for a revision of ventricular catheter. This was able to be performed without a repeat of the initial em communication issues and the catheter was placed in an optimal location.